Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: the total daily dose adds up correctly. Typical usage observed in alarm history. Pump completed a delivery accuracy test and was found to be delivering accurately and operating within required range. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The display screen has a pinkish contrast. Battery compartment is cracked between bumper grip and case seal. Returned battery cap able to fully attach to the pump and was used to complete all testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on unspecified dates blood glucose levels ranged from 2 mmol/l up to the 20 mmol/l range with drowsiness, confusion, and increased thirst related to the time being set incorrectly on the pump. The reporter indicated that the time was set with am and pm switched. Upon review of the event, the reporter indicated that the time and date were resetting to default with battery removal. This report is made based on the allegation that the patient experienced erratic blood glucose levels associated with incorrect time setting on the pump.